Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
Us distributor contacted zoll to report that a patient passed away on (B)(6) 2022. Review of the download data, indicates the patient received an inappropriate shock.   Device was started up at 07:06:25 on (B)(6) 2022.   At 23:33:36, the patient received an inappropriate shock. Rhythm at the time of treatment was sinus bradycardia @ 40 bpm with motion artifact and hb. Post shock rhythm was sinus bradycardia @ 40 bpm with motion artifact, hb and pvcs. At 23:39:05, the patient was in idioventricular rhythm @ 35 bpm with CPR/motion artifact degrading to asystole with intermittent cardiac activity and CPR/motion artifact. From 00:03:20 to 00:14:08 on (B)(6) 2022, the patient was in idioventricular rhythm from 15-70 bpm with CPR/motion artifact degrading to asystole with CPR/motion artifact and electrode lead falloff at 00:43:12, electrode belt was disconnected. Patient was last seen in bradycardia.   The patient passed away on (B)(6) 2022.   Reporting due to inappropriate shock. There is no indication that the inappropriate treatment caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment.